Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited loss of capture (loc). After the physician attempted to place it several times, capture could not be confirmed; therefore, the physician removed the lead and noted that there was tissue attached to the tip. After, another lead was successfully implanted. No additional adverse patient effects were reported.